Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump and assisted the caller, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they acknowledged and understood.